Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer malfunction. Drawer in ICU pyxis is not opening and there are multiple control medications in this drawer that patients need to get. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height main drawer 6 was failed to detect on the bus. The field service engineer (fse) removed the back panel and found that all lights were off on both drawer controller boards. The fse replaced drawer controller board to resolve the issue. The fse rebooted the station and enterprise application, and diagnostics were used to confirm that all drawer components were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer malfunction. Drawer in ICU pyxis is not opening and there are multiple control medications in this drawer that patients need to get. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.